Event description:
It was reported that on an unknown date, during a routine incoming inspection it was observed that hand piece for battery powered driver turns on automatically. The issue was observed during preventive maintenance prior to surgery. There was no patient and hospital involvement. This report involves one (1) hand piece for battery powered driver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Initial reporter occupation: reporter is a j&j employee. Part #: 05.000.008, synthes lot #: 003664, supplier lot #: 003664, release to warehouse date: august 24, 2010, suppliers: triangle manufacturing. No ncr's generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The repair technician reported the device had dirty membrane vent. The device did not run in fast forward, forward and reverse. The cause of the issue is unknown. The item will be repaired per the inspection sheet, and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 10. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.